Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: examination of the returned device did not identify any product defects. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address thigh pain. His attune rp tibial base and rp ps tibial insert were removed and replaced by an attune revision tibial base, a tibial sleeve, a press-fit stem, and a new rp ps tibial insert. Doctor used a saw to sawed the post off the primary rp ps insert to remove the insert. No surgical delay reported. Doi: unknown. Dor: (B)(6), 2020. Left knee.